Event description:
A surgeon reported a system message was received during the sculpt mode of a procedure. Additional information has been requested as to how/if the procedure was completed and if there was any pt impact. This is the first of two reports being filed for this facility.

Manufacturer narrative:
The company representative examined the system and confirmed system message "vent valve failed closed" occurred repeatedly. The company representative replaced the fluidics module to address the issue. The system was then tested and met product specifications. A root cause was not been determined. (B)(4).